Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly. It was determined that the cause of the reported issue was a failure of integrated circuit chip, designator u16.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and event coded were logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not detect the defibrillation therapy cable. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed.